Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that towards the end of therapeutic cystoscopy with litholapaxy procedure in a 65-year-old male hispanic patient, the ceramic tip of the inner sheath broke off during the procedure. The procedure was completed with the same device. The broken device was retrieved from the patient that prolonged it by 5 minutes to remove the device while the patient was under general anesthesia. There were no reports of patent harm. This report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3. The device was evaluated by olympus, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to improper handling, application of excessive force, mechanical impact like fall, shock or similar stress, thermal mechanical overload. However, a specific root cause could not be determined. Furthermore, it cannot be confirmed whether there was pre-existing damage, wear, or any damage on the ceramic insulating insert caused during the last reprocessing of the device or during the last usage. The event can be detected/prevented by following the instructions for use which state: ¿inspection and testing¿. Before use: warning "infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." 4.1 inspection and testing "inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches". "Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." Warning "risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user." "Do not use the instrument if damaged." "Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.